Manufacturer narrative:
This device was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-1554. It was reported the pt is experiencing uncomfortable heat during charging. The pt stated his skin became hot to the touch. A new antenna was sent to the pt. F/u info identified the heating issue is now worse with the new antenna. The pt was advised to add add'l space between his charger and ipg and to consult with his physician. Add'l f/u info identified an sjm rep met with the pt and examination of the ipg site showed no sign of redness. The pt stated his charger was warming up while charging. The pt was advised to reduce his charge time and add space between the charger and ipg due to his ipg being shallow under the skin. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.